Event description:
It was reported that this right ventricular (rv) lead exhibited low r wave amplitude, a high pacing threshold of 6 volts (v), and a loss of capture. The rv lead was successfully refixed and positioned near the apex. This rv lead remains in service. No additional adverse patient effects were reported. According to the additional information, the physician suspected a minor micro-dislodgement due to this rv lead appeared slightly retracted on the chest x-ray.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r wave amplitude, a high pacing threshold of 6 volts (v), and a loss of capture. The rv lead was successfully refixed and positioned near the apex. This rv lead remains in service. No additional adverse patient effects were reported.